Manufacturer narrative:
(B)(4). Date sent 2/11/2025. D4 batch #930c59. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45b reload was received for analysis and reload body was noted to be damaged. The reload was received unfired with the pan bent and detached. In addition, some drivers out of position. Upon evaluation of the reload, the reload body and one-piece sled were noted to be damaged. No functional test was performed due the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 930c59, and no non-conformances were identified. The lot/batch 930c59 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.